Manufacturer narrative:
Additional information: patient information now provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer of the navigation system and hard drive for the navigation system were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hard drive was returned to the manufacturer for analysis. The drive was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The investigation found that the behavior was similar to a known software anomaly in a medtronic navigation software anomaly tracking database. However, the occurrence has not been added to the database.

Event description:
A site nurse reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. When restarting the system, the monitor displayed that there was no input detected. A second restart did not restore functionality and the site was unable to use an external monitor. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.